Event description:
A customer contacted beckman coulter (bec) and reported that approximately 5 ml of unknown liquid had leaked from their coulter lh 500 hematology analyzer. The operator was wearing a lab coat and gloves at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed a leak at the connector for tubing from feed through fitting (ff29) to t-fitting ft31 in the sample path. Fse found the connector to be molded and replaced it which resolved the leak. The cause of the leak is related to worn tubing from ff29 to ft31. (B)(4).